Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("malposition of essure device location of device: attached to uterus/essure had grown into the side of my uterus/an essure coil is loose within the uterine cavity"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 44-year-old female patient who had essure (batch no. B76626-invalid,b71760) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plantiff did not undergo essure confirmation test". The patient's medical history included adenomyosis. Concurrent conditions included congenital choroid plexus cyst, gestational diabetes mellitus, gestational hypertension (gh - gestational hypertension (pregnancy-induced hypertension)), dysfunctional uterine bleeding, major depressive disorder, anxiety disorder, post-traumatic stress disorder, vomiting, nausea, diarrhea, numbness, galactorrhea, suprapubic pain, inflammation, endometrial biopsy, endocervical curettage, vaginal haemorrhage, weakness, nephrolithiasis and colonic diverticulosis. Concomitant products included acetylsalicylic acid (aspirin), aloe vera latex and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain bled for 10 months"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), gastrointestinal disorder ("gastrointestinal or digestive system"), hypersensitivity ("allergic or hypersensitivity reaction"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain, vaginal infection, urinary tract infection, cystitis, female sexual dysfunction, gastrointestinal disorder, hypersensitivity, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: expiration date(s): 20jun2009 / sep2016. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: impression: 1. Limited exam. 2. Left ovary not distinctly seen. 3. Right ovary likely with multiple small follicles rather than a complex cyst. If there is persistent clinical concern, ultrasound follow-up in 4-6 weeks is recommended. 4. Coarse calcification in the cervix. No mass identified. 5. Uterus is normal. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, vaginal bleeding, headache, abdominal pain, dysmenorrhea, device expulsion this lot number b76626 is invalid. Lot number: b71760 manufacturing date: 2013-09 expiration date: 2016-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: attached to uterus \essure had grown into the side of my uterus"), uterine perforation ("perforation (uterus)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. B71760, b76626) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included adenomyosis. Concurrent conditions included congenital choroid plexus cyst, gestational diabetes mellitus, gestational hypertension (gh - gestational hypertension (pregnancy-induced hypertension)), dysfunctional uterine bleeding, major depressive disorder, anxiety disorder, post-traumatic stress disorder, vomiting, nausea, diarrhea, numbness, galactorrhea, suprapubic pain, inflammation, endometrial biopsy, endocervical curettage, vaginal haemorrhage, weakness, nephrolithiasis and colonic diverticulosis. Concomitant products included acetylsalicylic acid (aspirin), aloe vera latex and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain bled for 10 months"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), gastrointestinal disorder ("gastrointestinal or digestive system"), hypersensitivity ("allergic or hypersensitivity reaction"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, uterine perforation, menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain, vaginal infection, urinary tract infection, cystitis, female sexual dysfunction, gastrointestinal disorder, hypersensitivity, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: expiration date(s): 20jun2009 / sep2016. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: impression: limited exam. Left ovary not distinctly seen. Right ovary likely with multiple small follicles rather than a complex cyst. If there is persistent clinical concern, ultrasound follow-up in 4-6 weeks is recommended. Coarse calcification in the cervix. No mass identified. Uterus is normal. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, vaginal bleeding, headache, abdominal pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs received: case become valid since all specified events reporters were added. Patient's demographics were added. Lot no. Was added. New events - genital bleeding, vaginal bleeding, menorrhagia, allergic or hypersensitivity reaction, bladder infection, urinary tract infection, vaginal infection, apareunia, malposition of essure device location of device: attached to uterus, migraines, headaches, dysmenorrhea , dyspareunia, vaginal discharge, fatigue, pelvic pain, uterine perforation, gastrointestinal or digestive system, abdominal pain were added. Concomitant drugs & conditions were added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.